Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26. Implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwardedto the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.